Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in europe, during a transfemoral tavr procedure in the aortic position, the first valve was deployed in the abdominal aorta and a second delivery system was prepped. While performing the valve alignment, tension was noted in the delivery system and the delivery system seemed to flex although the flex wheel was not turned and still in default position. The gross alignment could only be done under heavy resistance and the fine alignment did not work properly either. The devices were prepared as per IFU without any problems. The esheath was inserted and the valve was pushed through the esheath with normal resistance. The valve alignment was performed successfully, although there was severe tension on the system, and the valve was positioned in the annulus. Then while pulling back the flex shaft, the valve moved aortic on the balloon and was not between the markers anymore. It was decided to deploy the valve regardless of not being between the markers as there was no other option. It was planned to inflate the valve slowly and once the valve opened more towards ventricle to pull back the balloon slightly and subsequently inflate the proximal part of valve. However, this did not work as planned. The valve was inflated slowly and it opened asymmetrically, more towards the ventricle side. The balloon was pulled back in order to fully inflate the valve but the valve had not anchored enough in the annulus and embolized into the aorta. The valve was pulled back and deployed in the abdominal aorta. As the patient remained stable, a second 29mm sapien 3 valve was prepared. The esheath remained in the patient and the new valve was pushed through without problems. Then while performing the valve alignment, tension was noted in the delivery system and the delivery system seemed to flex although the flex wheel was not turned and still in default position. The gross alignment could only be done under heavy resistance and the fine alignment did not work properly either. The valve could not be brought between the markers. Despite this, the valve was positioned in the annulus and the flex shaft was pulled back to the second marker. Although the valve was not exactly between the markers, it was attempted to implant the valve. Again, the valve opened asymmetrically. The valve moved ventricular and embolized into the ventricle. A transapical access was prepared and the embolized valve in the ventricle was recovered through the apex and afterwards a transapical sapien 3 valve was successfully implanted. The patient was stable in ICU post procedure. Note: this report pertains to the second delivery system used.

Manufacturer narrative:
The delivery system and images from the procedural cine were provided to edwards lifesciences for evaluation. The images depicted tension buildup in the system during the valve alignment process. At the beginning of gross valve alignment the images showed the curvature of the vessel in which alignment was performed, and showed early stages of valve diving. Towards the end of gross valve alignment, the images depicted compression in the flex shaft, which indicates that tension was building within the system. Valve diving was also evident in the images. During the attempt to fine adjust, there was severe compression noted in the flex shaft. The images showed tension buildup in the system during valve alignment and fine adjustment. Tension in the system can increase the difficulty of these processes. During visual analysis of the device, the device was visually inspected for any abnormalities under pre- and post-decontamination conditions. Visual analysis revealed the balloon was returned unpleated/unfolded, a compression was observed on the flex shaft near the flex tip and minor gouging was observed on the flex tip. During functional testing the balloon catheter was able to be successfully pulled to the valve alignment marker and locked. Full fine adjust was then able to be completed without issue. Due to the nature of the complaint, no relevant dimensional measurements were able to be taken. During manufacturing the delivery system undergoes multiple 100% inspections. These inspections during the manufacturing process, make it unlikely that a defect in manufacturing contributed to the complaint event. The complaints for ¿delivery system ¿ difficulty with valve alignment¿ and ¿handle ¿ fine adjust difficulty¿ were confirmed. If tension builds in the delivery system prior to and/or during valve alignment, the forces required to pull align the valve and perform fine adjustment can increase. Navigation through tortuous anatomy and unintentional torquing of the system can both lead to an increase of tension in the system, ultimately increasing the difficulty of valve alignment. One indicator that the system is under tension is if compression is noted along the flex shaft during alignment. The physician training manual provides tips for how to correct for compression, including pushing the balloon catheter forward or reversing the fine adjustment wheel briefly. The goal of these processes is to relieve tension in the system in order to facilitate additional valve alignment. Information provided by the complaint site indicated that ¿heavy tension¿ was experienced during valve alignment, and that it seemed to increase during fine adjustment. Further information indicates that the system was unintentionally torqued during valve alignment, and that it seemed to be ¿torqued from tension¿. Compression was observed in the flex catheter during the valve alignment and fine adjust. This compression was also observed during engineering evaluation of the returned device confirming that the device likely experienced tension during the procedure. Additionally, gouges were noted on the flex tip during engineering evaluation. Gouging on the flex tip suggests that valve ¿diving¿ occurred during the alignment process. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces while attempting valve alignment in a kink fixture. Imagery provided by the site confirms that valve diving occurred during alignment and that alignment was performed in a non-straight section of anatomy. As demonstrated during functional testing, the returned device could be successfully pulled to valve alignment position and it had full fine adjust capabilities. This suggests that the tension experienced during the procedure can likely be attributed to navigation of the device through tortuous anatomy and/or manipulation/torquing of the system, and is not the result of a manufacturing nonconformance. Available information therefore suggests that patient/procedural factors contributed to the complaint events. No manufacturing non-conformance of IFU/training deficiencies were identified. Available information suggests that procedural factors contributed to the complaint event. The occurrence rates for the month of july 2017 do not exceed the control limits for the applicable failure modes, therefore no corrective/preventative actions are required.

Manufacturer narrative:
Ref related MFR report numbers:2015691-2017-02427, 2015691-2017-02440 and 2015691-2017-02441.